Event description:
It was reported to philips that the heartstart xl exhibited a sync-cardioversion failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device has a sync-cardioversion fault. Based on the information available, the cause of reported issue was not able to be identified. The customer refused the repair service, and no further evaluation is required. Customer refused the repair service and status of the device working condition is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer refused the repair service.